Event description:
A terminally ill pt was using an ms16a syringe driver to infuse 30ml of undiluted morphine. Rate set @ 02mm/hr. It was found that the contents had been delivered within 3 hrs and is reported that the pt was comatose. Medical intervention revived the pt.